Manufacturer narrative:
(B)(4). This complaint for an iipv-adult was previously confirmed; however, the root cause has been corrected and it was determined to be due to unexpected high uf because of the drain line occlusion. This issue is being investigated through CAPA.

Event description:
A nurse contacted baxter to report that the home patient (hp) was overfilled due to high ultrafiltrate (uf). The technical service arranged a swap of the homechoice (hc) device. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home therapies manager, it was found that the hp was able to resume therapy. The initial drain was 0ml, but the total uf was over 5 liters. The hp was also approximately 5kg over the dry weight. The hp drained out over 4 liters.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). The complaint for an iipv was confirmed; review of the device logs revealed a drain volume meeting iipv criteria had occurred on (B)(6) 2011 during cycle 7 when the device user drained out 7149 ml. The probable cause was determined to be insufficient drain, use error: the tidal total uf removal was set too low at 0ml. A labeling review of the homechoice systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation. A review of the event history logs confirmed the increased intra-peritoneal volume (iipv) event. A visual inspection was performed and no defects were found. Functional testing was performed and the device functioned appropriately.